Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid. Four days after the event onset, the patient was treated with vancomycin injection (1gm, every 5th day, ongoing) and amikacin injection (250mg, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. Patient hospitalization and patient retraining on aseptic technique were not reported. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.